Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device lost battery power and turned itself off. It was also reported that the battery wouldn't stay in well 2 tightly. There were no reports of pt use associated with the reported failure.